Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that they need to meet with a manufacturing representative (rep) for an adjustment. They stated that the implantable neurostimulator (ins) isn¿t working as well for their pain anymore. They also added that their current ins doesn¿t work as well as their first ins they had implanted, because they still have a lot of pain. The patient mentioned that they first noticed the issue months ago. They stated that the night prior to the report, they realized that the ins was not working when they laid down, because they did not feel stimulation at all on one side. The patient added that they didn¿t sleep well last night. They indicated that they currently did not have a managing physician. Communication was sent out to the field. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2019-02-07. It was reported the patient was getting the same pain relief and did not feel stimulation even when increasing amplitude. Impedances on electrodes 3,4 ,5,7 all over 10k. The rest of electrodes within normal limits. The patient does not feel stimulation at 10v even with 0,1,2 electrodes programmed. The patient does feel stimulation with other side of lead programmed, however it is more on right side than left and not giving adequate relief. The patient was to make an appointment with surgeon for lead revision. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting their previous ins only lasted 5 years and was told that this was because the patient turned their settings up high. The patient also repeated information regarding their previous report of their prior implant not helping with their pain as well as it became older. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient will be seen at their physician¿s office on (B)(6) 2019. No further complications were reported or anticipated.